Event description:
A complaint was received from the spouse of a glucometer elite user. Spouse stated that patient's meter quit working and when spouse inserts the test strip into the meter it will just flash a f- and 25. While on the phone a review of the system was conducted. The customer did not have the requisite supplies to continue testing but did report that the "units" display was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.